Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to stored events containing atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, there were five no therapy events and four non-sustained ventricular tachycardia (nsvt) events, however no inappropriate therapy was given. Additionally, some events showed left ventricular (lv) lead pacing inhibition due to lv pace protection and some inappropriate atrial pacing during atrial tachy response (atr) fallback, resulting in right ventricular (rv) blanking. Technical services (ts) discussed programming considerations, including vdir and rate control. Reviewed troubleshooting options. This crt-d system remains in service.